Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: st elevation myocardial infarction (stemi) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and a 2.5 x 28 mm xience v stent was deployed in the proximal circumflex lesion without pre-dilatation. Then a 2.5 x 12 mm xience v stent was deployed in the 2nd obtuse marginal with pre-dilatation. A 2.5 x 28 mm xience v stent was deployed in the proximal rca lesion with pre-dilatation and a 3.0 x 18mm xience v stent was deployed in the mid rca without pre-dilatation. Two days after the stenting procedure three days later, the pt returned to the hospital with st elevation myocardial infarction (stemi) and revascularization was done. The pt also had elevated cardiac enzymes which were noted during ECG and enzyme testing. No additional event or patient information is available.

Manufacturer narrative:
Summation - the IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated." Mi is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. It is likely that the elevated cardiac enzymes are a symptom/secondary effect of the mi, which was treated with revascularization and resulted in the additional hospitalization. However, a conclusive root cause for the reported patient issues, and the relationship to the devices, if any, cannot be determined. The other three xience v stents indicated in b5 and d11 are being reported under this same MFR#.